Manufacturer narrative:
Although there is no indication of a malfunction or a quality or performance issue with the brainlab device. The brainlab device works as intended. The according brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. A risk of these pt's health could not be excluded for these specific circumstances. Following the assessment from the responsible surgeon, the most likely root cause for this issue is that the schanz pins were inserted too deep and injured the nerve to ehl. The schanz screws in question are not a brainlab device, however they are distributed by (B)(4) for the use with brainlab navigation and in these cases have been specifically used to enable navigation of the brainlab device. There is no indication of a malfunction or a quality or performance issue with the brainlab device. The according measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer additional training to this hospital. Brainlab was made aware of the alleged serious injury on 10/22/2012.

Event description:
Brainlab received info from the hospital, reporting the following for 4 different patients: the pts received a total knee replacement with the aid of the brainlab knee navigation system. After the surgery the pts had a weakness in their extensor hallucis longus muscle (ehl), resulting in inability to extend their big toe. To be able to use the brainlab navigation an according reference array has to be affixed to the tibial and femoral bone via schanz screws. The screws are removed after the procedure. The surgeon alleges that the root cause for the weakness is, that the tibial schanz screw, that is used to attach the navigation reference on the pt's tibia, has been inserted too deep. Clinical outcome for pt according to hospital: (date of event: (B)(6) 2010: full recovery.

Manufacturer narrative:
Although there is no indication of a malfunction or a quality or performance issue with the brainlab device. The brainlab device works as intended. The according brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. A risk of these pt's health could not be excluded for these specific circumstances. Following the assessment from the responsible surgeon, the most likely root cause for this issue is that the schanz pins were inserted too deep and injured the nerve to ehl. The schanz screws in question are not a brainlab device, however they are distributed by (B)(4) for the use with brainlab navigation and in these cases have been specifically used to enable navigation of the brainlab device. There is no indication of a malfunction or a quality or performance issue with the brainlab device. The according measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer additional training to this hospital. Brainlab was made aware of the alleged serious injury on 10/22/2012.

Event description:
Brainlab received info from the hospital, reporting the following for 4 different patients: the pts received a total knee replacement with the aid of the brainlab knee navigation system. After the surgery the pts had a weakness in their extensor hallucis longus muscle (ehl), resulting in inability to extend their big toe. To be able to use the brainlab navigation an according reference array has to be affixed to the tibial and femoral bone via schanz screws. The screws are removed after the procedure. The surgeon alleges that the root cause for the weakness is, that the tibial schanz screw, that is used to attach the navigation reference on the pt's tibia, has been inserted too deep. Clinical outcome for pt according to hospital: pt 1 (date of event: (B)(6) 2010): full recovery. Pt 2 (date of event: (B)(6) 2010): full recovery after surgical intervention. Pt 3 (date of event: (B)(6) 2011): recovery unlikely. Pt 4 (date of event (B)(6) 2012): no recovery yet, potential to recover.